Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 05-oct-2023 . H6: investigation summary the customer returned (4) open 32g 4mm pen needles from lot#22289842, reporting needle clog. The pen needles were visually inspected and observed bent cannula npe on all the returned samples. A functionality clog test could not be performed due to bent cannula npe. Most likely the customer's reported failure occurred due to bent npe cannula. The root cause cannot be determined as the return samples were opened. Based on the sample returned, embecta was able to confirm the customer-indicated failure as a bent cannula npe. A lot history review was carried out and no related non-conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported while using bd nano¿ pro ultra-fine¿ pen needles 32g x 4mm (100 count) there were difficulties priming. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported no insulin flow when priming.

Event description:
It was reported while using bd nano¿ pro ultra-fine¿ pen needles 32g x 4mm (100 count) there were difficulties priming. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported no insulin flow when priming

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.